Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) (short term, cap, or long term) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2017 for gastrointestinal (gi) bleed. The patient had complaints of dark stools and lightheadedness for one week. It was reported that otherwise, the patient was ¿doing ok.¿ anticoagulants at the time were aspirin and warfarin. Upon admission, hemoglobin was 7.0 g/dl and hematocrit was 22.8 percent. The patient was transfused 2 units packed red blood cells (prbcs) and started on a protonix infusion. An esophagogastroduodenoscopy (egd) with push, performed on (B)(6) 2017, found a bleeding angioectasia in the jejunum. This was treated with argon plasma coagulation (apc).the patient had normal examined duodenum and normal stomach. The gi bleed resolved and the patient was discharged home on (B)(6) 2018 with a hemoglobin of 8.6 g/dl.

Manufacturer narrative:
Additional information: a direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. The submitted controller and lvas log files cumulatively contained data from 19dec2017 - 29dec2017 and appeared to show the device operating as intended with no low flow events and no atypical alarms or events captured. The patient remains ongoing on the device and no additional events have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the event date was updated from (B)(6) 2017 to (B)(6) 2017.